Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2017-02395 for the other associated device information. It was reported to boston scientific corporation that two flexiva (tm) tractip high power single-use laser fibers were used during a procedure. According to the complainant, during the procedure two fibers broke while in use. The procedure was completed with another flexiva tractip laser fiber. The patient condition at the conclusion of this procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.